Event description:
It was reported that cgm displayed error and customer experienced issue starting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not appear again, and successfully started sensor session, with no further issues reported.